Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician then inserted the stent delivery catheter and deployed that stent. The physician noticed that the occlusion balloon had deflated. The physician was not able to aspirate. The device was removed and the case was completed without protection. The pt is reported to be fine.